Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized twice within a three week period. First hospitalization was on (B)(6) 2015 with blood glucose of 800 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for seven days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. The second hospitalization was on (B)(6) 2015, with blood glucose of 600. Customer was hospitalized for five days. During troubleshooting for high blood glucose, it was found that drive support cap was normal; no air found in tubing; no leaks found; time and date were incorrect, not sure if basal rates were correct. Bolus wizard was unknown. Customer was not able to continue troubleshooting due to appt. Customer will call back. No further information provided.